Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that a 6fr. Angio-seal device was used to close 6fr. Pinnacle sheath arteriotomy. The angio-seal was pulled back, suture and collagen came out without resistance. The anchor did not come out. Post procedure pedal pulses are intact and comparable to pre procedure. The procedure performed was a transcatheter aortic valve replacement. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product. Additional information was received on 16 nov 2022: the procedural sheath used was a 6fr pinnacle. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed and all clear and appropriate for deployment. Hemostasis was achieved by manual pressure. The patient was stable, and the pedal pulses were unchanged. The procedure was successful.

Manufacturer narrative:
One 6fr angio-seal device was returned for product evaluation. The returned device included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were found to have been fully mated and in the fully rear-locked position. The suture, collagen, and tamper tube were found to have been fully deployed with the clear and black indicators visible. The collagen was found to have been partially torn. The anchor was also found to have detached and was not returned with the device. The complaint was able to be confirmed for anchor detachment. The exact root cause was unable to be determined. The likely cause was determined to have been anchor detachment due to excess tamping. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure modes & effects analysis (fmea).